Event description:
Device 1 of 2. Reference MFR report#: 1627487-2011-06336. Two leads from two different lots were opened for pt implant in australia. It was reported one of the leads was visibly kinked with the stylet upon removal from packaging. A new lead was used to complete the procedure. No pt complications were reported as a result of this event. It is unk from which lot the alleged kinked lead originated; therefore, both lots are being reported.

Manufacturer narrative:
Eval results: as returned, the lead was undamaged and passed all functional tests. As the stylet was not returned, the pt scenario could not be re-created. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.